Event description:
It was reported that shortly after implant, increased pacing threshold, poor sensing, and some t-wave oversensing were observed. Patient received inappropriate therapy as a result. Lead was capped march 2006 and later explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two pieces. Internal insulation abrasions were found at 7.7-8.3cm, 13.2-13.8cm and 14.3 - 15.5cm from the distal tip. The etfe coating on the conductors was intact at all locations.